Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a proximal femoral nail antirotation (pfna) procedure, a pfna blade was jammed in an unknown pfna nail. The surgeon did not use the radiolucent insertion guide to reinsert the blade and was unsure if they inserted the blade with the correct orientation. The blade was removed with a mole wrench and slap hammer. The threading of the pfna insertion handle was damaged in the process. Fragments were generated and were successfully removed from the patient. There was a surgical delay of twenty (20) minutes. The procedure was not successfully completed. Concomitant devices reported: unknown blade impactor (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is for one (1) unk - nail head elements: pfna blade. This is report 2 of 3 for (B)(4).

Event description:
Concomitant devices reported: connec f/insertion handle f/pfna (part number 03.010.424, lot unknown quantity 10, nails: pfna (part number unknown, lot unknown, quantity 1), blade impactor (part number unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.